Event description:
It was reported that the patient presented to the emergency room with pacing between 43 and 45 ppm. The device did not respond to magnet application and could not be interrogated. The ID bit was corrected but when re-read, it reverted to the incorrect data. A software download attempt was unsuc- cessful.